Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to erosion thru the mid distal wall on left corporal body. The cylinders and pump were removed and replaced. No further complications were reported. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.